Event description:
The hospital reported that during multiple coronary artery bypass graft surgeries, six heartstring seals cracked while loading the seals into the delivery tube and one seal did not deploy into the aorta. The surgeon used a replacement heartstring seals to complete all the procedures. No patients complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.